Manufacturer narrative:
Device evaluation: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
This medwatch report reports the patient¿s gastrointestinal (gi) bleed on (B)(6) 2014. The patient¿s other gastrointestinal (gi) bleed events were reported under medwatch MFR report # 2916596-2018-05176, medwatch MFR report # 2916596-2018-05177, medwatch MFR report # 2916596-2018-05179, medwatch MFR report # 2916596-2018-05182, medwatch MFR report # 2916596-2018-05183, medwatch MFR report # 2916596-2018-05184, medwatch MFR report # 2916596-2018-05185, medwatch MFR report # 2916596-2018-05186, medwatch MFR report # 2916596-2018-05187, medwatch MFR report # 2916596-2018-05188, medwatch MFR report # 2916596-2018-05189, medwatch MFR report # 2916596-2018-05190, and medwatch MFR report # 2916596-2018-05192. Approximate age of device ¿ 45 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient's gastrointestinal (gi) bleeding events began on (B)(6) 2014. For the 7 days prior the patient had dark stools. On (B)(6) 2014 moderate gastropathy was observed during scope. No site of bleeding was found. The patient reportedly had approximately 19 documented gi bleeds since 2014. The rest reportedly followed the same process as this initial gi bleed event. The patient¿s hemoglobin (hgb) ranged from the lowest at 6.5 g/dl to highest of 14 g/dl since 2014 with a medium level of 9.5 g/dl. The patient¿s low inr was 1.06 and high was 3.93, with a medium of 1.7. Aspirin was stopped on an unspecified date and patient¿s goal inr was 1.6-2.0, keep on lower end. The patient had multiple blood transfusions on unspecified dates along with proton pump inhibitor (ppi) and monthly long-acting sandostatin octreotide injections as an outpatient that began on an unspecified date. Thalidomide was attempted on an unspecified date, but side effect was too severe. To the point the gi physician no longer scoped the patient. On (B)(6) 2018 it was reported that the patient was compliant with medications.

Manufacturer narrative:
Section event: corrected information: the patient¿s other gastrointestinal (gi) bleed events were reported under medwatch MFR report # 2916596-2018-05176, medwatch MFR report # 2916596-2018-05385, medwatch MFR report # 2916596-2018-05179, medwatch MFR report # 2916596-2018-05182, medwatch MFR report # 2916596-2018-05183, medwatch MFR report # 2916596-2018-05184, medwatch MFR report # 2916596-2018-05185, medwatch MFR report # 2916596-2018-05186, medwatch MFR report # 2916596-2018-05187, medwatch MFR report # 2916596-2018-05188, medwatch MFR report # 2916596-2018-05189, medwatch MFR report # 2916596-2018-05190, and medwatch MFR report # 2916596-2018-05192.